Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a unknown device manufactured by aesculap ag. According to the user facility report (B)(4) the tip of the medium crochet vein hook brook off into the patient on first pass. Staff surgeon immediately was aware and looked for piece at the surgical site and on the surgical field using both visual inspection and vascular ultrasound inspection. Surgical team searched the surgical field. Circulating nurse searched the operating room (or) floor visually and with a magnet broom. The tip of the crochet vein hook was not located. The article code of the device is unknown. The incident occurred on an unspecified day in (B)(6) 2020, during a right lower extremity great sapheanous venous ablation. An additional medical intervention was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). It was noted that this has occurred multiple times.

Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the model # and lot # of the device in question was not known. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
D section: material updated. The product has been returned but the updated evaluation has not yet been received.

Manufacturer narrative:
Investigation results: the investigation was carried out visually and microscopically. We made a visual inspection of the product and of the fracture surface. Here we found red brown discolorations and unknown impurities but no anomalies. For further investigation the current status and the deviation will be discussed. With the expert r&d instruments & surfaces. Should the investigation reveal new evidence, leading to a different conclusion, this report will be adapted. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures/preventive measures: according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the broken off part could have caused by an overload situation during handling. The red brown discoloration could be rust. Probably, pre-cracks occurred during former applications and in the end, a forced fracture caused the fracture of the working end. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Based on the investigations and results of the 8d report a CAPA is not necessary.